Event description:
Caller reported that the t:slim x2 pump battery would not charge, and despite trying different wall adapters and charging cables, the issue persisted. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged for a replacement pump with updated software to be sent to the caller, and the caller was informed about the steps to return the faulty pump.